Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported via operative report, that due to stress urinary incontinence and cystocele, patient underwent a sparc procedure on (B)(6) /2007. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced chronic pelvic and vaginal area pain, severe urinary and vaginal infections, stress urinary incontinence, retention and leakage and now has to wear adult diapers. The patient experiences chronic constipation and excruciating pain during intercourse, and suffers psychologically and emotionally. (B)(4).